Manufacturer narrative:
Customer name and address: (B)(6). Initial reporter occupation: distributor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure involving a 60% occluded lesion in the arm, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. A 5 french cook sheath was used during the procedure. A 50:50 ratio of contrast to saline was used to inflate the balloon, using an unknown inflation device; however, the balloon ruptured prior to reaching nominal pressure. The vessels were not tortuous or calcified. Blood was not noted in the inflation device. The balloon was not inflated within a stent. The balloon was removed by itself. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure involving a 60% occluded lesion in the arm, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. A 5 french cook sheath was used during the procedure. A 50:50 ratio of contrast to saline was used to inflate the balloon, using an unknown inflation device; however, the balloon ruptured prior to reaching nominal pressure. The vessels were not tortuous or calcified. Blood was not noted in the inflation device. The balloon was not inflated within a stent. The balloon was removed by itself. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured longitudinally from the distal bond to the proximal bond, with the catheter body protruding through the separated balloon material. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The label on the product package indicates that for the pta5-35-80-8-8.0, the nominal inflation pressure is 8 atm/bar, and the rated burst pressure is 11 atm/bar. The product IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.